Event description:
A talent stent graft system was successfully implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm 19 months ago. Aneurysm and vessel morphology at the time of implant were not reported. Currently, there is disease progression resulting in aortic neck dilatation. It was reported that a recent CT demonstrated that the bifurcated stent graft has migrated distally 2.5 cm resulting in a type I endoleak. The physician implanted a thoracic aortic cuff and an aneurx aortic cuff and the migration with a type I endoleak were both resolved. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B) (4). (B) (4). Disease progression resulting in aortic neck dilatation.